Event description:
The director of perioperative services initially reported on april 27, 2009 a flo-gard device 2m8064, (B) (4), "that shut down during an infusion" during pt use. This event occurred during pt infusion on (B) (6) 2009. The facility's director of perioperative services reported to baxter that 3 hours into an open heart surgery, the device "shut down". There was no pt injury, or medical intervention necessary. On may 13, 2009, baxter received clarification from the anesthesiologist that was working the case stating that the actual problem for this device was that the device alarmed failure. This device was sent to the facility bio-med department for evaluation and will not be returned to baxter for service.

Manufacturer narrative:
(B) (4). The device will not be returned to baxter for an evaluation per the customer. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available. The device was evaluated by a ge service technician with the following results reported to baxter on may 21, 1009: ge evaluation results stated "upon initial inspection, this pump was showing an error code of f94. Upon visual inspection, the front case was found to have a crack in the top left corner, possibly from being dropped. Upon clearing the f94 error code, a new error code of f73 alarmed. This error code is due to a loose motor coupler. The motor coupler was tightened per the service manual. The front case assembly was replaced along with the battery. Planned maintenance was also performed on this pump. All tests passed per the specifications".